Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 25mm amplatzer patent foramen ovale (pfo) occluder was successfully implanted in a patient. On (B)(6) 2021, during the patients 1 year follow-up, it was noted that there was no significant shunt flow, nor thrombus adhering to the occluder observed. On (B)(6) 2021, the patient presented with chest discomfort and was admitted to the hospital. An electrocardiogram was performed and detected atrial fibrillation in the patient. The decision was made to intravenously administer verapamil and cibenzoline. Thereafter, the patient 's heart rhythm returned to a normal sinus rhythm. The patient was noted to have recovered without sequelae. No additional information was provided.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the patient had been administered heparin for procedure, but no activated clotting time levels were documented. The patient was prescribed aspirin and direct oral anticoagulant post-implant procedure as per standard practice. The cause of the patient developing atrial fibrillation is unknown.

Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.